Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the device locked on tissue when it would not open? If yes, how was the device removed from the tissue? How was the case completed? Was the procedure type changed based on the event? Was the post-operative care changed based on the event? What color reload was being used? Was buttressing material used? If yes, what brand?

Event description:
It was reported that during an exploratory laparoscopic procedure, the jaws of the device would not open during the case. It is unknown how the case was completed. There were no patient consequences reported.